Event description:
Device 1 of 2 reference MFR. Report:(B)(4). The patient has one model 3244 scs lead and two model 3246 scs leads which are from the same lot. It was reported following the patient's scs ipg replacement procedure (reference MFR. Report:(B)(4)) the patient was not receiving stimulation in his full pain pattern. Diagnostics revealed high impedance values for the scs leads. An sjm representative was unable to resolve the issue with reprogramming. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03322. Additional information identified the scs leads were explanted and replaced. Effective stimulation was restored with the surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).